Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. There was unknown patient involvement and no patient or clinical harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Device evaluation: one device was received. Per visual inspection, corroded quick connect, water tank cover cracked, faded line cord, printed circuit board (pcb) damaged, and light emitting diode (led) lights broken. Per functional testing, the device is leaking from the cracked tank cover. The complaint was confirmed. The root cause was the cracked water tank cover. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.d4 - UDI number h4 - device mfg date. H6 - health impact, medical device problem and component code.